Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected, section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress issue could not be confirmed through this evaluation. Event detailed a system controller had a fluid ingress issue that resulted in a system controller fault alarm. Additional information communicated that the system controller was positioned beside the operating table within a cover. Blood leaked into the cover and accumulated around the controller. It was reported that a system controller fault alarm activated due to the fluid ingress, a device related issue was not suspected. This led to the exchange of the system controller to resolve the alarm. The system controller will not be returning for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Under section 8, equipment storage and care, general cleaning guidelines for all equipment: use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was positioned beside the operating table within an ultrasound probe cover. Blood leaked off the table and into the probe cover, accumulating around the controller. A system controller fault alarm was triggered and was resolved with the exchange.

Event description:
It was reported that the patient's system controller was exchanged due to fluid ingress that occurred during heartmate 3 implantation surgery. A system controller fault alarm was triggered.

Manufacturer narrative:
Section a2-a3: patient information is missing. It has been requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.